Manufacturer narrative:
Device: it power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No over delivery anomalies noted. Device received with cracked retainer. The p-cap does lock properly. Device received with corroded battery tube.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 40 mg/dl. Customer stated that over the last 6 months, had been getting unusual low readings and woke up in the morning, with 40 mg/dl so he ate 3 sugar tablets to correct it. Customer waited for 10 minutes and then the reading went to 50 mg/dl so he added an extra 4 sugar tablets. Customer felt something was wrong with the insulin pump because the last time that the clinic asked for his insulin pump and when it was returned to him, he felt like it was not the same insulin pump that he was using. Customer also mentioned that the clear part of the reservoir area in the insulin pump was already worn out. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode or smartguard. Customer believed insulin pump was over delivering. Customer stated first blood glucose reading was 229 mg/dl and came down to 214 mg/dl. The reservoir will not be and insulin pump will be returned for analysis.